Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had a black display and unresponsive. Customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump was dropped on the floor but no physical damge visible to the insulin pump. There is no damage to the drive support cap. Displacement verification test was not possible. Advised customer that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump had severely cracked and bleeding lcd glass, cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window. Unable to confirm blank display or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damage lcd glass.